Manufacturer narrative:
Product evaluation: results from the product history record review indicated the product met release criteria. No malfunction can be determined at this time. Root cause: root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested on 01/31/2011 and 02/11/2011 by mail. A completed questionnaire has not been received. (B)(4).

Event description:
A user facility reported an intraocular lens (iol) was opened and not used due to being defective. Patient impact remains unknown. Additional information has been requested.